Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The reported issue was confirmed by log file analysis. The gas gauge ic on the power manager board falsely detected a full battery discharge, and as a result set the full charge level to 75% of the previous value.